Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power plug connectors were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would spontaneously reboot itself. There was no patient injury or death reported.